Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: upper left pelvis') in an adult female patient who had essure (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and migraine ("migraines / headaches") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, alopecia and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2016. Type of additional surgeries: tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2019: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received: events: malposition of essure, migraine were added. Lab data added. Essure removal done, pregnancy outcome added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: upper left pelvis') in a 21-year-old female patient who had essure (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude". The patient's medical history included pregnancy with contraceptive device in 2016. Concomitant products included ketorolac tromethamine (kerolac). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 27 days after insertion of essure. On (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In 2008, the patient experienced migraine ("migraines / headaches") and nausea ("nausea,"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, alopecia, migraine, vaginal haemorrhage, dyspareunia and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under the case number- (B)(4). Date of additional surgeries: (B)(6) 2016. Type of additional surgeries: tubal ligation . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: results: failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. X-ray of pelvis and hip - on (B)(6) 2019: malposition of essure device. Lot number:624841 manufacture date: 2007-06 expiration date: 2009-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: upper left pelvis') in an adult female patient who had essure (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and migraine ("migraines / headaches") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, alopecia and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2016. Type of additional surgeries: tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2019: malposition of essure device. Lot number:624841, manufacture date: 2007-06, expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: upper left pelvis') in a 21-year-old female patient who had essure (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude". The patient's medical history included pregnancy with contraceptive device in 2016. Concomitant products included ketorolac tromethamine (kerolac). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 27 days after insertion of essure. On (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In 2008, the patient experienced migraine ("migraines / headaches") and nausea ("nausea,"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, alopecia, migraine, vaginal haemorrhage, dyspareunia and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under the case number- (B)(4). Date of additional surgeries: (B)(6) 2016. Type of additional surgeries: tubal ligation . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: results: failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. X-ray of pelvis and hip - on (B)(6) 2019: malposition of essure device. Lot number:624841 manufacture date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs and mr received : events added-abnormal bleeding (vaginal), nausea, dyspareunia. Aka name added, reporter added, events onset date, events severity, concomitant drug and lab data added on 18-aug-2020: pfs received : medical history added and follow up 5 and 6 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: upper left pelvis') and device expulsion ('expelled essure coils/foreign body in urethra') in a 21-year-old female patient who had essure (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude". The patient's medical history included pregnancy with contraceptive device in 2016, amenorrhea, dizziness, caesarean section and vomiting. Concomitant products included ketorolac tromethamine (kerolac), ondansetron (zofran) and promethazine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 27 days after insertion of essure. On (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In 2008, the patient experienced migraine ("migraines / headaches") and nausea ("nausea,"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, back pain, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, alopecia, migraine, vaginal haemorrhage, dyspareunia and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under the case number- (B)(4). Date of additional surgeries: (B)(6) 2016. Type of additional surgeries: tubal ligation. Moving bowels and passing urine without difficulty. Has tubal ligation for birth control. Pt mostly interested in requesting ultrasound- currently trying to figure out what happened with her 2007 essure procedure and working with essure apparently. The rep from essure told patient that the device has to still be in her tubes or within her somewhere as its been 12 yrs diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: results: failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. Hysterosalpingogram - on an unknown date: did not reveal any evidence in the tubes or uterus of the essure coils. X-ray - on an unknown date: xray of the abdomen and pelvis and there¿s one essure coil identified in the left pelvic area. X-ray of pelvis and hip - on (B)(6) 2019: malposition of essure device. Lot number:624841 manufacture date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: mr received. Reporter information added. Event: expelled essure coils/foreign body in urethra added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.